Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that an asymptomatic patient's right ventricular - rv lead had exhibited noise reversion, decreased sensing, increased capture threshold, and low out-of-range impedance. The lead was capped and a new lead was implanted on (B)(6) 2020. The patient's condition post-procedure was stable.